Event description:
It was reported that: post cvc placement they were unable to draw blood from the brown lumen. The device was removed and replaced without issue and the patient had no adverse reactions.

Manufacturer narrative:
(B)(4). The customer report of a blocked extension line could not be confirmed through complaint investigation of the returned sample. The customer provided one photo and returned one opened cvc set containing a 3-l catheter for analysis. Signs-of-use in the form of dried biomaterial were observed on the catheter body and inside the extension lines. Visual inspection of the catheter and extension lines revealed no obvious defects or anomalies. The catheter body length measured 218mm via calibrated ruler, which was within the specifications of 207-227mm per product drawing. The distal extension line outer diameter (od) measured 2.16mm via calibrated caliper, which was within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter (ID) measured 0.058" via calibrated pin gauge, or 1.4732mm, which was within the specifications of 1.42-1.50mm per product drawing. This indicated that the wall thickness measured within specifications. The returned catheter was functionally tested per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each extension line was flushed using a lab inventory syringe. Water was observed exiting the appropriate exit port for each lumen. No blockages or leaks were observed while flushing any of the extension lines. A manual tug test confirmed the extension lines were secured to their respective luer hubs. The instructions-for-use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." A device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: post cvc placement they were unable to draw blood from the brown lumen. The device was removed and replaced without issue and the patient had no adverse reactions.